Manufacturer narrative:
Concomitant medical products: product ID 306001, product type screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the lead wire on the right was hanging down from the tape about 10 inches.  There was no surgical intervention that occurred. The issue was not resolved at the time of the report.